Event description:
It was reported that impedance has dropped from 450 ohms to 385 ohms. No events have been recorded by device. Sensing integrity counter is at zero. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was explanted and replaced due to medical judgment.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.